Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced foot pedal to resolve the issue. The system was verified and ready to use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, customer reported generator foot pedal not working and surgeon could not activate energy with the external foot pedal no energy to instrument. Surgeon switched to the pen and energy was activating and case was continued prior to calling technical support. The technical service engineer (tse) advised checking cable connection and caller confirmed that cable was connected at the back of the generator. The procedure was completing as planned with no reported injury.